Manufacturer narrative:
The patient is reported to have larger lower extremities with some noted edema. It is unclear from the information available if the edema was present at the time of implant or if possibly it is a fluctuating condition. It is possible that the physician implanted the device too deep or it is possible that the edema developed after the implant and changed the amount of matter between the ipg and the skin surface. There does not appear to be any failure or malfunction of the device itself as all components remain implanted and in use after being repositioned.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat foot pain. The implantable pulse generator (ipg) was placed in the patient's left leg in the calf area. In (B)(6) 2026 it was reported that the ipg was found to be slightly beyond the recommended depth for optimal connectivity with the external components of the system. On (B)(6) 2026 the existing ipg was removed and placed in a more superficial position. No components were replaced during the procedure and all original components remain implanted and in use.